Event description:
It was reported that the patient's right atrial (ra) lead had fracture, high pacing impedance, oversensing, noise and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.